Manufacturer narrative:
Olgun, ali, et al. ¿endophthalmitis after xen gel stent implantation.¿ journal of glaucoma, vol. 27, no. 12, december 2018, p. 191-194. (B)(4). The reported events of endophthalmitis, vision loss, erosion, ocular pain, hypopyon, inflammation/irritation, and vision abnormalities are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of visual acuity was hand motion, pain, redness, eyelids and conjunctiva were hyperemic and edematous were due to endophthalmitis, anterior chamber had +3 cells and exhibited hypopyon, and b-scan ultrasonography revealed vitreous condensation and high intraocular pressure in the right eye were noted in the article "endophthalmitis after xen gel stent implantation." Published in the journal of glaucoma, vol. 27, no. 12, 2018, p.191-194. This medwatch is for the 2nd case. See MFR # 3011299751-2019-00014 for the 1st case.